Event description:
Information received from the field notes that the patient presented to the hospital with atrial fibrillation/atrial flutter. The physician elected to perform cardioversion to stabilize the patient. The device was interrogated prior to the procedure with full programmability of pulse width, base rate and sensitivity. The base rate was at 50 ppm. Post cardioversion, those parameters could not be accessed or programmed and the base rate was fixed at 70 ppm.